Manufacturer narrative:
Occupation: other non-healthcare professional: product utilization manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure a micropuncture transitionless stiffened cannula access set's tip broke. It is unknown how the procedure was completed. No adverse effects to the patient have been reported. Additional information has been requested.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during an unknown procedure a micropuncture transitionless stiffened cannula access set's tip broke. It is unknown how the procedure was completed. Investigation ¿ evaluation. A document based investigation was performed including a review documentation, the instructions for use, manufacturing instructions, quality control data, specifications. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: the device is intended for the placement of wire guides up to 0.038 inch diameter into the peripheral vascular system when a small 21g needle stick is desired. The IFU also states the following: ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position.¿ and ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ potential adverse events listed in the IFU include catheter embolism. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. With current limited information a definitive cause for this failure could not be determined. It is possible that procedural factors or patient anatomy played a role in this failure although no details were provided. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.